Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 56 and blood glucose was 103 mg/dl. After troubleshooting, customer was advised that sensors would be replaced. No further information provided.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to high readings.